Event description:
It was reported that the pt was explanted of his cochlear implant on (B)(6) 2013, as the pt refused-implantation. The patient has a radical cavity in which the array was found exposed without any sign of infection. The pt gave up using implant, as relied upon contralateral hearing aid.

Manufacturer narrative:
The device has been explanted and has been returned to med-el headquarters, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.